Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a bent cannula and went to the hospital on (B)(6) 2016. Customer's blood glucose level was over 600 mg/dl at the time of the incident. The customer's blood glucose would not go down for 6 hours. Customer's current blood glucose was 257 mg/dl. Customer had symptoms such as nausea and lethargy. Customer was treated with fluids. Customer was wearing the pump at the time of the hospitalization. Customer's set change was successful. Caller declined troubleshooting for high blood glucose readings.